Event description:
Information was received from the multiple sources (service repair, healthcare provider (hcp) via a manufacturer representative regarding a flex arm patient having micro endoscopic discectomy (med) therapy. It was reported that instrument had defective lock in which there was a tip screw lock failure. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis#: product: 9560524, lot no: my23g001: analysis confirmed that the requested symptom (failure to lock the holder) was duplicated/observed during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.